Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon startup, a 980 ventilator graphic user interface (gui) status display was blank with a constant audible alarm. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found a cable was off in the monitor and reattached it. The unit passed all testing and operates within the manufacturing specifications